Event description:
The facility's biomedical technician reported an infusion pump with a failure code 32 found before pt use. The hospital rep stated they have no record of any pt incident involving the pump since the last baxter service event. No additional contact info was provided.